Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was functional and passed all operational specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during an acl reconstruction surgery, it was observed that the small battery drive device and battery casing device had intermittent operation and grinding noise while in use together. It was reported that the surgeon had to bang on the device with a hemmer to make it work. There were no delays in the surgical procedure as the same devices were used to successfully complete the surgery. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.